Event description:
Global pharmacovigilance (gpv) reported to product surveillance that a home patient's (hp) peritoneal dialysis (pd) therapy prescribed using a drain line one time per therapy, but the hp re-used the same drain line from (B)(6) 2010. No adverse event has been identified.

Manufacturer narrative:
(B)(4). The reported issue of a patient re-using a single use drain extension line is due to patient user error. Product labeling indicates that the device should be used only once. A labeling review found the product labeling to be adequate for the use/user error identified in this incident. According to the complaint report, the patient's prescription also indicates that the drain line is for single use. Because the drain line is only used for discharging effluent, the risk of infection to the patient is not expected to be significantly increased; however, the patient's nurse was notified of the event. The extension lines are only designed for single use. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).after repeated unsuccessful attempts at acquiring additional information, no further detail is available at this time. Should any additional information become available, a follow-up report will be submitted.